Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary knee done approximately 6 months ago. In the post op recovery, she fell and sustained a periprosthetic fracture. Surgeon plated the distal femur. Subsequently she went on to a non union of the fracture. Surgeon scheduled the patient for a revision to a gmrs distal femoral replacement.